Manufacturer narrative:
Batch review performed on 20 december 2019. Lot 188510: (B)(4) items manufactured and released on 27-nov-2018. Expiration date: 2023-11-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Additional implant involved in the event, batch review performed on 20 december 2019. Ball heads: mectacer 01.29.208 biolox delta ceramic ball head 12/14 ø 36 size s - 4 (k112115) lot. 1903858. Lot 1903858: (B)(4) items manufactured and released on 24-jul-2019. Expiration date: 2024-07-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patent came in due to signs of infection and the pathogen is unknown. The surgeon performed an I&d and revised the head and liner 3 weeks after primary. The surgery was completed successfully.